Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in the operating room for a scheduled unrelated procedure. The atrial lead exhibited high impedance. The lead was capped and replaced on (B)(6) 2016. The patient was stable following the procedure and would continue to be monitored.